Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the short neck on the lamp was cracked from the base. The user reported the lamp was not used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.